Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for interrogation of the device on (B)(6) 2019 due to receiving a vibratory alert the day before. Upon interrogation, the device was found to be in backup vvi mode. Device was restored to nominal settings and was upgraded. The patient was stable.